Event description:
It was reported that the catheter was inserted 13cm from the internal jugular vein. Three days later, it was found that the catheter migrated from the patient's body and was only 5cm inserted. Therefore, the catheter was removed and replaced with a new one. The catheter clamp and fastener remained sutured to the patient. There was no patient injury or consequence from the catheter migration. No medical intervention was required.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one s-l cvc for analysis. The catheter contained obvious signs of use in the form of biological material. The box clamp was returned attached to the catheter body. Visual analysis of the returned catheter, clamp fastener, and the clamp catheter did not reveal any defects or anomalies. There is no evidence to suggest that the catheter suture wings were also secured with sutures. The outer diameter of the returned catheter body measured to be 1.715 mm which is within specifications of 1.65-1.75 mm per product drawing. The inner diameter of the clamp catheter measured to be 0.063" which is within specifications of 0.063-0.066" per product drawing. The catheter clamp and fastener were attached to the returned catheter body. The box clamp assembly was held stationary and the catheter was tugged on in both directions. Slight movement was identified. The suture wings of the juncture hubs were then held stationary and the catheters were tugged on in both directions. No movement was identified. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary." The customer report of a catheter migration was confirmed by functional testing of the returned sample. The catheter moved when secured by only the box clamp, but passed testing when secured by the juncture hub suture wings. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the catheter was inserted 13cm from the internal jugular vein. Three days later, it was found that the catheter migrated from the patient's body and was only 5cm inserted. Therefore, the catheter was removed and replaced with a new one. The catheter clamp and fastener remained sutured to the patient. There was no patient injury or consequence from the catheter migration. No medical intervention was required.